Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that one eye piece was black on the endoscope. No missing or fallen pieces were reported.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM investigation found that a distal lens was found to be missing. The endoscope was returned with severe mechanical damage to the fiber optic (bent shaft), resulting in a damages and broken objective lens. The distal window was missing from the endoscope. The endoscope was un-repairable was scrapped to the optical components. The da vinci s surgical system user's manual specifically states: pre-operative inspection - use care when handling the endoscope to prevent damage to the internal lens. Working with the endoscope at the patient side: the operator must ensure that the endoscope is handled with great care, as the instrument is very delicate and can be easily broken if dropped or struck. The customer reported complaint does not in itself constitute a MDR reportable event; however; the missing component from the distal window, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.